Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the device exhibited a tf 388 alarm while on use with a patient. There was no patient harm reported.

Manufacturer narrative:
Upon review of the device log, the reported issue was confirmed, and the inlet pressure (psi) was found to be below 4.5 bar. A field service engineer (fse) visited the site and replaced the inspiration block to rectify the problem.